Event description:
The patient found leakage form the sleeve of the transfer set after taking the minicap off to change the bags. The occluder feet could be broken. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The customer report of a leak was confirmed during evaluation. The set was visually inspected and it was noted that both of the occluder feet were broken. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.